Manufacturer narrative:
(B)(4).

Event description:
It was reported that fluctuating r-wave amplitude measurements with far field p-wave oversensing were observed. Device was tested in clinic and r-wave amplitude measurement was stable. Electromagnetic interference was suspected for earlier fluctuations. Programming changes were made. Patient was fine.